Event description:
On 11/08/93, an 80 year old male pt underwent a single-lead atrial synchronous ventricular pacemaker system. On 01/07/99, the MFR rec'd a phone call that the above mentioned pts pulse generator was being explanted and replaced with another MFR's device. Attempts were made, by the MFR, to retrieve info to why the pacemaker was being explanted but was unsuccessful. The only info obtained was that the pt was in the hosp with "congestive heart failure".